Event description:
Information was received indicating that a smiths medical medfusion pump exhibited travel reverse error and the bottom row of the keypad was not working. No adverse effects were reported.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals on the bottom case and plunger assembly removed, and the handle of the top case a little loose. The pump event history log was not able to be accessed as button zero on the keypad was not working. Occlusion test was performed multiple times and did not duplicate the check clutch error. The cause of the reported problem was found to be user manipulated the plunger or syringe during the infusion. The cause of the keypad not functioning was unknown. The keypad was replaced. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information b5, e2, e3, h3 and h6., corrected data: correction d1.

Event description:
Additional information received indicated there was no patient involvement during this event. This failure was found during an annual preventive maintenance check.